Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with laparoscopic lysis of extensive adhesions from the right abdominal wall extending from the pelvic brim to the liver, cystoscopy, posterior colpoperineorrhaphy, and bilateral ureterolysis. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy/bso due to urinary incontinence, menorrhagia, enlarged uterus, and rectocele. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, and dyspareunia. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.